Manufacturer narrative:
.

Event description:
Dealer stated the end user sheared of the end of the seat frame where the front rigging post would go into on the left side. Dealer stated that the end user toned due to his condition and caused the incident. Dealer stated no injuries. Dealer did not have end user¿s demographics.